Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Friedman, d. J., c. S. Parzynski, et al. (2016). Trends and in-hospital outcomes associated with adoption of the subcutaneous implantable cardioverter defibrillator in the united states. Jama cardiol: epub before print.

Event description:
Boston scientific received information from a journal article review that discussed the adoption of subcutaneous implantable cardioverter defibrillator (s-ICD) into clinical practice in the united states and the comparison of in-hospital outcomes of patients implanted with s-icds and patients implanted with traditional implantable cardioverter defibrillators (icds). Study patients were identified by the national cardiovascular data registry ICD registry. The data collected included patients receiving icds between 2012 and 2015. There were a total of 393,734 ICD implant procedures reported to the registry. Of those, 3,717 were s-ICD implants. There were 43 reported in-hospital complications associated with s-ICD implant procedures. The complications reported were: 13 patient deaths, 16 cardiac arrests, 13 hematomas, 1 hemothorax, 3 infections, 5 electrode dislodgements, 3 myocardial infarctions, and 2 urgent cardiac surgeries. In the 1:1:1 comparison of s-icds to single and dual-chamber icds, there were a total of 59 in-hospital complications associated with traditional ICD implant procedures. The complications reported were: 6 patient deaths, 11 cardiac arrests, 10 hematomas, 2 hemothorax events, 3 infections, 18 lead dislodgements, 1 myocardial infarction, 5 pericardial tamponade events, 8 pneumothorax events, 1 tia/stroke, and 2 urgent cardiac surgeries. Manufacturers of the single and dual-chamber icds were not provided. The authors of the article concluded that the use of s-icds is steadily increasing in the united states. Despite frequent use in patients with several comorbidities, early adoption of s-icds has been associated with low complication rates and high rates of successful dft testing. For the s-ICD patient population, specific patient names or device identifiers were not provided.

Event description:
The initial report included errors in the number of in-hospital outcomes associated with consecutively performed s-ICD procedures. Out of 3,717 s-ICD patients, 47 patients had complications (listed in table 2 of the article). Initially, this report indicated that 13 hematoma cases. This is incorrect. The correct number of hematoma cases reported in this cohort was 11. The initial report also combined the total number of in-hospital outcomes that occurred with a compared matched cohort of s-ICD and transvenous ICD (both single coil and dual coil) patients. The numbers provided in the initial report were not correct. This amended report will include the correct number of outcomes (from table 4 of this article), which are only a subset of the total number of patients. The subset of outcomes were broken down into three groups consisting of: s-ICD patients, dual chamber ICD patients, and single chamber ICD patients. A subset of outcomes reported for s-ICD patients in this compared matched cohort were: 18 any in-hospital complication, 3 patient deaths, 8 cardiac arrests, 7 hematomas, 1 hemothorax, 1 infection, 2 electrode dislodgements, 1 myocardial infarction, and 4 in-hospital revisions. A subset of outcomes reported for single and dual chamber ICD patients (numbers were combined from table 4) from the compared matched cohort were: 41 any in-hospital complication, 3 patient deaths, 3 cardiac perforations, 3 hematomas, 1 hemothorax, 2 infections, 16 lead dislodgements, 5 pericardial tamponade, 8 pneumothorax, 1 tia/stroke, and 11 in-hospital revisions. The author of the article and director of the registry in which this data was provided by was contacted and was unable to provide any further information about each case. As a result, boston scientific is unable to confirm if the adverse events were already reported and documented within the company's quality system.